Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16548538. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 16735813. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16640970. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16606599. Product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 19675008. Product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 19675008. Product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 19675008. Product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 19675008.

Event description:
It was reported that the spinal cord stimulation (scs) patient needs a magnetic resonance imaging (MRI), but since the leads exhibited high impedances and the current implantable pulse generator (ipg) was not MRI compatible, the entire system was explanted. The explanted devices were retained by the medical facility and will not be returned for device analysis. The patient was doing well postoperatively and has fully recovered.